Manufacturer narrative:
Medwatch sent to FDA on 04/08/2016. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of hardness, erythema, swelling, tenderness and cellulitis, and "warm to the touch" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of as follows: warnings: "injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 7 days¿ duration." Precautions: "as with all transcutaneous procedures, dermal filler implantation carries a risk of infection." Adverse events: "the most common injection-site responses for juvéderm® ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising." Post-market surveillance: "the following adverse events were received from postmarket surveillance for juvéderm® ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: allergic reaction, blister, inflammation at the injection site, paresthesia, infection at the injection site, bleeding at the injection site, skin rash, malaise, headache, blanching, vision abnormalities, abscess at the injection site, urticarial, herpes simplex, telangiectasis, angioedema, flu-like symptoms, nausea, vascular event, dyspnea, dermatitis, granuloma at the injection site, and scar." "Serious adverse events have infrequently been reported for juvéderm® ultra (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, pruritus, induration, and pain." "The onset of edema generally varied from immediate to 2 weeks post-injection. The treatment prescribed included arnica, nsaid¿s, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, edema resolved within a day to a month." "The onset of erythema generally varied from immediate to 1 week post-injection. The treatment prescribed included arnica, antihistamines, antibiotics, steroids, hyaluronidase, and laser treatment. In most cases, erythema resolved within 1 to 4 weeks." "The onset of induration generally varied from 1 day to 2 months post-injection. The treatment prescribed included antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, induration resolved within 1 week." "The onset of pain generally varied from immediate to 8 days post-injection. The treatment prescribed included nsaid¿s, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, pain resolved within 1 to 6 weeks." "Additionally there have been reports of nodules, infection, allergic reaction, inflammation, abscess, deeper wrinkle/scar, and displacement." "The onset of infection generally varied from immediate to 1 week post-injection. The treatment prescribed included nsaid¿s, antibiotics, and steroids. In most cases, infection resolved within 6 to 10 days." "The onset of inflammation generally varied from immediate to 2 weeks post-injection. The treatment prescribed included antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, inflammation resolved within 3 days to 2 months."

Event description:
Treating healthcare professional reported that after injection with juvederm ultra xc in the nasolabial folds, chin and vermillion borders, the patient experienced right nasolabial fold "hardness, erythema, swelling, tenderness and cellulitis" noticed 4 days after injection. The patient was seen for a follow up appointment and all the areas of injection were "rock hard, red, warm to the touch, swollen and protruding out." The patient's symptoms were treated with bactrim. Patient was concomitantly injected with juvederm voluma xc in the cheeks, right temple and chin. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2016-00290 and 3005113652-2016-00291 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspected product, juvederm ultra xc.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Treating healthcare professional reported that after injection with juvéderm® ultra xc in the nasolabial folds, chin and vermillion borders, the patient experienced right nasolabial fold ¿hardness, erythema, swelling, tenderness and cellulitis¿ noticed 4 days after injection. The patient was seen for a follow up appointment and all the areas of injection were "rock hard, red, warm to the touch, swollen and protruding out." The patient's symptoms were treated with bactrim. Patient was concomitantly injected with juvéderm voluma® xc in the cheeks, right temple and chin. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2016-00290 and 3005113652-2016-00291((B)(4)). This is the first MDR submitted for the first suspected product, juvéderm® ultra xc.